Manufacturer narrative:
Concomitant products: product ID 377775, lot # v006973, implanted: (B)(6) 2006, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 377775, lot # v006973, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported the patient had a broken lead. The event occurred during normal use. There was impedance testing done to troubleshoot the problem, and the impedance measurements were high. There was an explant/replacement planned for (B)(6) 2015. There were no patient symptoms or complications associated with this event. The patient status was unknown at the time of this report. Additional information stated the lead was explanted and disposed of. It was unknown what caused the event. It was unknown if the lead was broken. The patient was re-implanted with a new system. There was no outcome reported. If additional information is received, a supplemental report will be submitted.